Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery needs to be replaced to address the issues.